Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. When the power was applied to the rf generator, a loud audible tone along with a communication error "controller not responding or incompatible" was observed during boot up which confirmed the field reported event. Upon further investigation, the issue was isolated to a corrupted firmware on the stimulation board. The firmware was reloaded successfully which resolved the issue. Based on the information provided to abbott and the investigation performed, the root cause of the reported alarm resulting in a cancellation was isolated to a corrupted firmware on the stimulation board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a generator alarm. While ablating the generator alarmed and ablation stopped. Troubleshooting did not resolve the issue. The procedure was cancelled and then rescheduled. There were no adverse patient consequences.